Manufacturer narrative:
The device will not be returned, and no photographic evidence was provided. Therefore, a device malfunction cannot be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A two-year lot history review shows a total of 1 device for this lot number and failure mode. A two-year review of complaint history revealed there has been a total of 31 complaints, regarding 33 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised it is the surgeon¿s responsibility to be familiar with the appropriate surgical techniques prior to use of the equipment and its associated accessories. Use care when inserting into and withdrawing the probe from a cannula or tissue portal to avoid the possibility of damage to the devices and/or injury to the patient. Do not insert, withdraw or touch the active tip of the probe when power is being applied. This may result in an unintended surgical effect, injury, or device damage. Use care to avoid accidental activation of either cut or coagulation modes when not in contact with target tissue to avoid possible patient injury. Do not use the probe for mechanical displacement of tissue, damage to the probe may occur. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The customer reported that the aes-90sn, aes-90sn probe assy, suct, sin device was being used on approximately (B)(6) 2024 during a shoulder arthroscopy procedure when it was reported ¿after 7 months the patient came back with pain complaints in his shoulder. After examination, the patient was diagnosed with a foreign object (piece of an aes-90sn probe) in his shoulder.¿. Further assessment questioning found as of today there has been no plan to remove the fragment from the patient. The procedure was completed with the use of the same alternate device and a few minutes of delay. There was no report of medical intervention, or extended hospitalization for the patient. The current status of the patient is unknown. This report is being raised on reported injury due to the patient retaining a foreign body.

Event description:
The customer reported that the aes-90sn, aes-90sn probe assy,suct,sin device was being used on approximately (B)(6) 2024 during a shoulder arthroscopy procedure when it was reported ¿after 7 months the patient came back with pain complaints in his shoulder. After examination, the patient was diagnosed with a foreign object (piece of an aes-90sn probe) in his shoulder.¿. Further assessment questioning found as of today there has been no plan to remove the fragment from the patient. The procedure was completed with the use of the same alternate device and a few minutes of delay. There was no report of medical intervention, or extended hospitalization for the patient. The current status of the patient is unknown. This report is being raised on reported injury due to the patient retaining a foreign body.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.